Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting capsular contracture baker grade ii.

Event description:
Patient reported right side capsular contracture, baker grade IV, chronic inflammation and rupture. Un-reporting capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell and orientation dot through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿autoimmune: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV, chronic inflammation and rupture. The device has been explanted.